Event description:
Ous MDR - loss of capture was reported one day after the implantation. During the revision on (B)(6) 2015, the lead was explanted. It was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, damage was found at the steroid collar, which is probably a result of the operation procedure. The analysis did not show any other deviations that could be related to the clinical complaint. No anomalies could be found during the performed screw-in tests. The fixation could be extended and retracted evenly. The numbers of turns were within specification, and the fixation was without anomalies. In summary, there were no indications of material defects or manufacturing errors.